Manufacturer narrative:
There was no reported injury in this case. Though still under investigation, varian has determined a MDR is appropriate as this issue is an apparent malfunction and occurrence of misadministration. As part of the investigation, varian is following up on details of potential patient misadministration. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Two (2) patients were treated with the wrong collimator rotation compared to plan. Therapist noticed collimator rotation mechanical scale did not match patient plan. The collimator rotation drive module failed and was replaced. When drive module was replaced, the collimator digital rotation readouts were calibrated in reverse. The collimator rotation was calibrated by sites clinical engineer using the correct direction and verified by sites physics staff. Patient was treated with the wrong collimator rotation angle during patient setup. The collimator rotation angle digital readout calibration was performed in reverse. This allowed the plan to be set up with no interlocks but the incorrect collimator angle.